Event description:
Fifty-three mins into the 7th treatment the pt experienced difficulty breathing and chest pain. Chest pain was releived after 2 nitroglycerin pills and 1 patch was administered. Results of a 12 lead EKG test showed changes. The 120cc of lasix was administered with no effect. Pt was transferred to the hospital.